Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook was stuck in the robot arm and the hooks were bent. The customer completed the procedure using a backup instrument with no further issues reported. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the 8mm permanent cautery hook with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately 0.210 x 0.340 was not returned with the instrument. Additional observation(s) related to the customer reported complaint: the instrument was found to have the plastic proximal clevis broken. The broken piece is missing as a result of breakage. The size of the missing piece is approximately 0.056 x 0.130. The root cause for these failures is likely attributed to mishandling/misuse.